Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that while deploying the 3.0 x 15 xience v in the calcified mid left anterior descending (lad) artery, a proximal edge dissection occurred. A second xience v stent was used at the proximal lad to cover the dissection. There was no reported patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.